Event description:
The physician chose to replace this lead because he felt it was poorly positioned and after the ICD migrated there was not enough slack on the lead. This lead was replaced with an OEM lead in a different part of the heart. This lead was retained by the hospital. Should additional information become available, this file will be update.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.